Event description:
A flyer from one of the local dental repair companies shows a self-contained water system which appears to be a very simple system. Flyer makes few claims as to what it really does. Rptr has been involved with several published studies looking at dental unit waterline contamination, also has been involved with the FDA 510k application process. Bottled water systems as well as tap water are not a dependable source of pure water. Flyer implies that simply by installing this system on an existing dental unit the quality of water is improved. In reality, scrupulous maintenance protocols are necessary as well as replacement of tubing. Sterilization of equipment is required as well as assurances no pt material is being retracted. Also, 510k clearance is needed.